Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 10ml ll bns was found to be damaged, resulting in blood exposure during use. The follwoing was reported by the initial reporter: "it was reported that a syringe with cracks¿ when the md was flushing a catheter the blood squirted out one of the cracks onto his face. Event description states: today one of our physicians got blood splashed on his eyes due to the syringe pictured below which came out of one of our packs. As you can see the syringe has visible cracks on it ¿ when the md was flushing a catheter the blood squirted out one of the cracks onto his face. Also included in this email is a picture of the heart cath pack inserts with the lot #. The faulty syringe is in the anm office. No other syringes within this pack had any visible cracks. Psr was done and the physician completed the eroi ( employee report of injury)."